Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this patient was attacked by a bull and experienced chest trauma. After the trauma, an implant procedure was performed. Placement difficulty and helix retraction issues were observed on the right atrial (ra) lead. It was indicated it took more than 40 turns to retract the helix. As a result, this ra lead was not implanted. A new ra lead was successfully implanted. No adverse patient effects were reported.